Manufacturer narrative:
Investigation results: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event does not represent a new or unanticipated risk. This event type was accounted for during the product risk analysis to support an acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "unable to exclude device problem".

Event description:
It was reported that the stent was deployed in a dissection plane, which required additional intervention and device explantation. The patient presented as symptomatic with severe tortuosity in the distal right internal carotid artery (ica) for a transcarotid artery revascularization (tcar) procedure. An enroute transcarotid stent system (tss) was selected for use. During the procedure, imaging revealed that the stent was deployed in a dissection plane. The physician converted to a carotid endarterectomy (cea) and surgically explanted the stent. A successful cea was performed, and the patient was neurologically intact post-procedure.

Event description:
It was reported that the stent was deployed in a dissection plane, which required additional intervention and device explantation. The patient presented as symptomatic with severe tortuosity in the distal right internal carotid artery (ica) for a transcarotid artery revascularization (tcar) procedure. An enroute transcarotid stent system (tss) was selected for use. During the procedure, imaging revealed that the stent was deployed in a dissection plane. The physician converted to a carotid endarterectomy (cea) and surgically explanted the stent. A successful cea was performed, and the patient was neurologically intact post-procedure.